Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion event. There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion of heparin (1/2 ns with heparin in a 500 ml bag). The heparin was intended to infuse at a rate of 0.5ml/hour. After approximately 12 hours of infusion, the pump indicated 6.26ml had infused. The clinician observed approximately 50-75ml remaining in the 500ml bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of heparin was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing; the event administration set was not returned for this investigation. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Based on the review of pcu event logs a review of the pcu event log, prior to the reported event date, identified a basic infusion was programmed on (B)(6) 2024; at 7:06 pm. With the following parameters: rate: 0.5 ml/hr, volume to be infused (vtbi): 10 ml. On (B)(6) 2024; at 7:37 am the pump alarmed door open and check IV set. With a primary volume infused (pvi): 6.257 ml. At 7:38 am the pump was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information t receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 20 hours was terminated early after only infusing for approximately 12 hours. A review of the pcu and pump module error logs showed no records associated to the reported incident. Alaris system user manual (v 9.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The pumping mechanism was disassembled during the internal inspection, the mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported over infusion of heparin was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.